Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and chronic transvenous defibrillation lead was oversensing. An invasive procedure was performed and it was noted that the rate sensing portion of the lead was fractured. The rate-sensing portion of the lead was capped and replaced. The shocking portion of the original lead remains active.